Event description:
Report 1 of 2: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive patient result for shiga toxin-producing e coli was obtained. Confirmation testing was performed by the illinois dept. Of public health (idph), and the results were negative. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4017475 d4. Medical device expiration date: 30-aug-2025 h4. Device manufacture date: 17-jan-2024 d.4 UDI#: (B)(6). Investigation summary the complaint investigation for discrepant results with the bd max¿ enteric bacterial panel kit (ref. (B)(4). Lot 4017475 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about discrepant results that tested positive when using the bd max¿ enteric bacterial panel kit lot 4017475 but tested negative by an external laboratory. The review of manufacturing records of bd max¿ enteric bacterial panel indicated that lot 4017475 was manufactured according to specifications and met performance requirements. Customer provided runs 152 and 171 from instrument ct3207 for investigation. Customer designated as to investigate samples in run 152; position b9 that tested positive for shiga toxin target and sample in run 171; position a12. Both came back negative when tested by an external laboratory. Manual pcr curve adjudication was conducted across both positive samples. The positive sample in run 152; position b9 show late and low, but true positive result for shiga toxin target. The sample in run 171; position a12 display a strong positive amplification indicating true positive result. Manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data but based on the analysis. The late positive results could explain the discrepancy with the reference laboratory. It must be noted that limit of detection can vary between different assays. No information was provided about the analysis method used by the external laboratory. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric bacterial panel kit lot 4017475. The root cause was not identified. However, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, and variation between assays are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan since no new hazard or trends was identified. Bd quality will continue to monitor for trends.

Manufacturer narrative:
The following fields were updated: b3. Date of event: 06/13/2024 b5. Describe event or problem: report 1 of 2: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive patient result for shiga toxin-producing e coli was obtained. Confirmation testing was performed by the illinois dept. Of public health (idph), and the results were negative. There was no report of patient impact.

Event description:
Report 1 of 2: it was reported that during use of the bd max¿ enteric bacterial panel, a false positive patient result for shiga toxin-producing e coli was obtained. Confirmation testing was performed by the illinois dept. Of public health (idph), and the results were negative. There was no report of patient impact.

Manufacturer narrative:
D.2b. Additional medical device types: pch, pci d.4. Medical device lot: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ enteric bacterial panel, 1 false positive patient result for shiga toxin-producing e coli was obtained. Confirmation testing was performed by the illinois dept. Of public health (idph), and the results were negative. There was no report of patient impact.